Event description:
Date of implant: 2007, it was reported that a patient underwent a surgical procedure with rod instrumentation at l3-5. Approximately 5 months post-op, xrays revealed a rod failure at l3-4 level. Patient underwent revision surgery for hardware removal. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.